Manufacturer narrative:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating the device was experiencing a speaker malfunction error, confirmed no sound. The device was in use on patient at time of event, there was no adverse event reported. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was no sound at the time of the event, the speaker has been replaced per current process.

Event description:
The customer reported that there was no audio on the device. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required.